Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a shift check, the autopulse platform displayed a "system error, out of service, revert to manual CPR" message. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Investigation results are as follows: visual inspection was performed and the front enclosure, bottom enclosure, and the battery lock were found to be damaged. The physical damages found during visual inspection are unrelated to the customer's reported complaint of the platform displaying a "system error" message. From the condition of the platform, the damages appear to have been caused by normal wear and tear (autopulse manufactured in 8/2010). Functional testing was performed and the customer's reported complaint of the autopulse platform displaying a "system error, out of service, revert to manual CPR" message was confirmed as the platform displayed this message upon power up. Further inspection determined that the processor board was not functioning properly. Following replacement of the processor board, the platform passed all functional testing. A review of the archive was performed and multiple "system error" 132 (internal watchdog timeout) faults were observed on reported event date of (B)(6) 2015, thereby confirming the customer's reported complaint. Based on the investigation, the parts identified for replacement were the processor board, front enclosure, bottom enclosure, and the battery lock. In summary, the customer's reported complaint was confirmed during review of the archive and functional testing and is attributed to the processor board being defective. The processor board was replaced to remedy the complaint. The physical damages found during visual inspection are unrelated to the customer's reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. Following service, including replacement of the processor board, front enclosure, bottom enclosure, and the battery lock, the platform passed all testing criteria.